Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Cracked end cap also noted. (B)(4).

Event description:
Customer called to report the insulin pump had a crack after it was bumped during the priming process. Blood glucose reading was 116 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.